Event description:
"End bit of the grasper snapped off during surgery. They had to cut some fatty tissue off the patient in order to release the device away from the patient".

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation.